Event description:
Reportedly, an unknown material was found on the tip of the sheath and the dilator. No product will be returned. Device was discarded. No pt complications were reported.

Manufacturer narrative:
Device will not be returned, discarded at hospital.